Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: d5, d8, e2, e3, g3, g6, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the legal manufacturer's investigation, due to human error, the facility did not initially have a leak tester and was not performing leak testing.

Manufacturer narrative:
Additional information for this event is not yet available. Device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, the customer reported that a leak test is not done on the device. There is no reported harm to any patient.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. The customer now has the leak tester. There have been no patient infections or positive scope cultures related to this issue.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. The customer only use the distal end of the device. As such, the customer has only been soaking and cleaning the device from the boot down with no leak test and wiping the rest of the scope down as they do not touch it without gloves on. However, the customer has bought a leak tester now and an in-service performed to educate the customer. In-service consisted of reprocessing training including proper endoscope handling, repair prevention, pre-cleaning, leak testing, manual cleaning and high level disinfection according to the olympus reprocessing manual.